Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be "product with foreign material / hair; loose or embedded" with a potential root cause of "defective / contaminated components from supplier" the device history record was reviewed and found nothing that could have caused or contributed to the reported event. Sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Product catalog number 0935280 is deemed by appropriate subject matter experts (sme) to be within this definition.

Event description:
It was reported that a hair was found inside of the bulb syringe.